Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was riding in her unit when he was allegedly tapped by a cta bus and tipped over in his unit.

Manufacturer narrative:
Not a pride issue, unit hit by a bus.

Event description:
Provider alleges consumer was riding in her unit when he was allegedly tapped by a cta bus and tipped over in his unit.